Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6 codes: health effect - clinical code problem code: e0403 immunodeficiency/ code not available h6 codes: health effect - clinical code problem code: correction to disregard 4581 appropriate term/code not available.

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient experienced a skin reaction with an infection which occurred one day after the sensor had been inserted in the arm. On (B)(6) 2025, the patient developed inflammation, infection, and a scar at the needle puncture site. Prior to sensor insertion the area was prepped with alcohol. On (B)(6) 2025, the patient treated the reaction with a prescription of oral antibiotic medication (bactrim 800 mg tablets). At the time of the report, the patient mentioned she is immunocompromised and was receiving high doses of steroids and immunosuppressant infusions. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.